Manufacturer narrative:
Batch review performed on 20 march 2023. Lot 2108874: (B)(4) items manufactured and released on 15-sep-2021. Expiration date: 2026-07-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medical affairs department. One year after primary cemented tka the patient laments instability and anterior pain. The surgeon replaces the tibial insert with a new one 4mm thicker and resurfaces the patella. The instability was most probably caused by secondary ligament relaxation and the anterior pain was probably disease progression, meaning that the arthritic process started to involve the patella as well. No reason to suspect a faulty device at the origin of this reoperation.

Event description:
At about 1 year 1 month after the primary, revision surgery performed due to knee instability. The surgeon revised the liner (13 to 17 mm) and resurfaced the natural patella.